Event description:
The hcp reported the patient had an abdominoplasty and panniculectomy with the infusion pump in place. An infection developed that spread to the pump. The pump was explanted. The patient recovered without sequela.